Manufacturer narrative:
Follow up #2 01/09/2017 device evaluation: the pump has been returned to animas and evaluated on 12/15/2016 with the following findings: the black box data was not available due to continued use of the pump. The available black box data showed a loss of prime warning associated with a low non-zero force on (B)(6) 2016 at 12:05. The warning was confirmed multiple times, deliveries resumed at 12:38. On (B)(6) 2016 at 15:35 loss of prime warning associated with a low non-zero force; deliveries resumed at 18:23. An ezprime and a 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose over 500 mg/dl with large ketones, confusion, vomiting, extreme drowsiness and possible seizures associated with a loss of prime issue. Reportedly, the patient resumed the insulin pump, was hospitalized for diabetic ketoacidosis and treated with insulin via injection, IV fluids, oral carbohydrates as needed and other unspecified treatment. It was reported that the patient¿s healthcare provider made recent changes to their basal rate and bolus settings. Troubleshooting was not completed at the time of the call. This complaint is being reported because the patient allegedly experienced a serious bg excursion because of a loss of prime issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/14/2016-correction to initial reporter name: (B)(6).